Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 11/21/2014 with the following findings: the keypad was found to be intact; no damage was found. The complaint that the keypad buttons were unresponsive was not able to be duplicated during investigation. All keypad buttons responded appropriately to button presses. The keypad cover was removed and no contamination or damage was found to any button contacts. Unrelated to the complaint, evaluation revealed that the audio bolus button cover was torn. The audio bolus button responded appropriately despite the cover damage. Also unrelated to the complaint, evaluation revealed that the display was dim and discolored. In addition to the unrelated issues, evaluation revealed that the battery compartment was cracked and there was evidence of moisture corrosion inside the pump on the motor flex. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The distributor alleged that the keypad buttons were unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).